Event description:
It was reported that a spectrum pump failed volume test 3 times at values >21ml during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "volume test failed 3 times at >21 ml" was not reproduced. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was tested for flow test at a delivery rate of 40 ml/hr at a vtbi of 20 ml for a 30 min run time and delivered a amount 21.107 ml and the error percentage was at 5.535%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The pressure plate requires adjustment and m2/m3 requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.